Manufacturer narrative:
(B)(4). Product evaluation pending. Device manufacture date: unknown at this time. Will be reported at time of follow up.

Event description:
During deployment, the user stated the pads were not recognized by the device. The user was able to refit the pads into the device and was able to continue with therapy. Patient outcome is unknown.